Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited that the plastic part of the image guide water main fell off. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and the information provided, the device evaluation found the resin part of the image guide (ig) tube fell off. However, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.